Event description:
It was reported that the device was explanted approximately after an implant duration of 3 months, due to endocarditis, severe paravalvular leak, and pulmonary edoma.

Manufacturer narrative:
Device not returned.